Event description:
It was reported that the patient had high impedance on all 8 contacts of their lead. The patient went under lead revision (B)(6) 2019 and had their lead replaced with a paddle lead. Therapy was restored post op.